Event description:
While placing a PICC, today I was unable to remove the guidewire. I had no difficulty introducing the guidewire through the vessel. When I attempted to remove the guidewire, it got caught in the tissue and split and uncoiled. The md had to use the scalpel to dislodge the wire at the site.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.